Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem- additional information d4 model no- correction d4 serial no- correction d4 lot no- correction d4 expiration date- correction d4 primary UDI number- correction d9 device returned to MFR- additional information d9 date device returned- additional information h2 type of follow up- correction/ additional information h4 device mfg date- correction h6 investigation findings- additional information h6 investigation conclusion- additional information h6 type of investigation- additional information.

Event description:
It was reported that transmitter failed error occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.